Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was at three years but went down to two years remaining after several months and the most recent check showed at ten months remaining. A request was made to have data from this device analyzed. Data analysis confirmed the device was depleting in a manner consistent with the low voltage capacitors advisory. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was at three years but went down to two years remaining after several months and the most recent check showed at ten months remaining. A request was made to have data from this device analyzed. Data analysis confirmed the device was depleting in a manner consistent with the low voltage capacitors advisory. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was at three years but went down to two years remaining after several months and the most recent check showed at ten months remaining. A request was made to have data from this device analyzed. Data analysis confirmed the device was depleting in a manner consistent with the low voltage capacitors advisory. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.